Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, a left ventricle perforation by a non-medtronic (lunderquist) guidewire was observed. Subsequently, surgical repair was performed to address the perforation. Per the physician, the implant procedure contributed to the perforation. Additional information was received that the perforation occurred during advancement. Per the physician, the valve and delivery catheter system (dcs) did not cause or contribute to the perforation.

Event description:
It was reported that during the implant procedure of a transcatheter valve, a left ventricle perforation by a non-medtronic (lunderquist) guidewire was observed. Subsequently, surgical repair was performed to address the perforation. Per the physician, the implant procedure contributed to the perforation. Additional information was received that the perforation occurred during advancement. Per the physician, the valve and delivery catheter system (dcs) did not cause or contribute to the perforation. Additional information was received that clarified the perforation occurred during advancement of the dcs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-34 (serial: (B)(6); product type: 0195-heart valves; implant date: on (B)(6) 2025; explant date: n/a; product ID: {non-medtronic guidewire}; product lot/serial number: {unknown}; product type: {guidewire}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, a left ventricle perforation by a non-medtronic guidewire was observed. Subsequently, surgical repair was performed to address the perforation. Per the physician, the implant procedure contributed to the perforation.